Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) unable to walk/could hardly walk [abasia]. Right knee began to swell [joint swelling]. Hurt in the muscle and tissue around the right knee/ tenderness around right knee cap [arthralgia]. Right knee effusion [joint effusion]. Bulge on the outside of the right knee [nodule on extremity]. Case description: spontaneous report received on 14-may-2009 from a male patient, initials c-c. The patient had a history of arthritis. The patient received injections of synvisc in the right knee in 2009 and seven days later. At about two days later, the patient's right knee began to swell and hurt in the muscle and tissue around the right knee. The pain and swelling in the right knee worsened on thursday and by friday the patient could hardly walk. The patient was unable to walk about 5 days later. He went to the hospital and was admitted. The patient's right knee was drained of 80cc of fluid on the evening of the fifth day, and again on the morning of next and following day. Cortisone was injected into the right knee on the 3rd day, and the patient was discharged 3 days later. At the time of this report, the patient's right knee had stopped hurting, there was a bulge on the outside of the right knee and tenderness around the right knee cap and pain extended down the right calf muscle. As of the date of receipt of this report, the patient had not yet recovered.

Manufacturer narrative:
Evaluation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.